Manufacturer narrative:
This lead was not returned. The analysis is on the associated ICD. The returned ICD was visually checked upon receipt, and no anomalies were detected. The initial interrogation confirmed the clinical observation; the device could no longer be interrogated. The memory content of the device could therefore not be read out. In the next step, the ICD was opened, and the internal structure was examined. Damage to the final shock stages of the electronic module was detected in the process. This damage to the final shock stages indicates a shock delivery into an external low-ohmic shock path. The damage to the module then led, in turn, to a permanently increased current uptake and, subsequently, to a discharge of the battery. Due to the discharged battery, the ICD could no longer be interrogated. Possible clinical complications that can lead to an external short-circuit are, among others, the twiddler syndrome, the subclavian crush syndrome, or other damage to the lead insulation, which result in a low-ohmic contact of the high-voltage conductors. The manufacturing process of this device was reviewed. The production documents showed no anomalies that could be related to the complaint. All manufacturing steps were carried out correctly. There were no indications of a device malfunction.

Event description:
It was reported that the ICD attached to this lead was no longer able to be interrogated following a shock delivery. The decision to report this lead is based on the analysis of the ICD. Biotronik does not know if there was a lead revision.